Event description:
It was reported that a revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
Date of implantation amended.evaluation of radiographs showing device positioning whilst in vivo was performed in lieu or returned devices.